Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and serious injury. Complaint is confirmed because nurse reported a break in aseptic technique, patient made a mistake and did not keep the exchange area clean before dialysis, which can cause contamination. The assignable cause is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from baxter global pharmacovigilance (gpv) and is a report by a baxter employed nurse from (B)(6) of area not cleaned before starting peritoneal dialysis (pd) therapy and peritonitis in a patient coincident with dianeal ultrabag therapy. On an unreported date, the patient began dianeal pd 2 ultrabag 2.5% therapy (dose and frequency not reported) intraperitoneally (ip) for pd. At the time of this report, dianeal therapy was ongoing. On an unreported date, a break in aseptic technique described as area not cleaned before pd occurred. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was due to the area not being cleaned before pd therapy. The patient was not hospitalized. On an unreported date, the patient began remedial treatment with cefazolin (1gm, ip daily) and vancomycin (1gm, ip, frequency not reported). The outcome of the event was not reported. Concomitant therapy was not reported.